Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the advanced log review type for the vessel sealer extend (vse) instrument associated with this event has been performed. The following additional information was provided: logs show that the first vse instrument lot# k11241130-0203 was installed 2 times and passed homing 2 times. Quantity (qty) (B)(4) cut complete events were seen with no errors. Logs show qty (B)(4) coag and (B)(4) seal events with no errors. The instrument was used for about 7 minutes. The second vse instrument lot# k11241130-0158 was installed 1 time and passed homing 1 time. Qty (B)(4) cut complete events were seen with no errors. Qty (B)(4) jaw angle open event was also noted which indicates vs jaws are too far open to allow cutting (aka smartcut) due to the likelihood of a blade exposure. Logs show qty (B)(4) coag and (B)(4) seal events with no errors. The instrument was used for about 6 minutes. Logs did not show any vse functionality related errors.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was stuck on the uterine artery, unable to move the jaws. The instrument was working as intended prior to the event, and successful sealing tones were heard during each seal. While grasping the uterine artery within the vse jaws, the surgeon was unable to adjust the instrument or release the tissue; it was frozen on the artery. The surgeon attempted to take their head out of the console and back in, with no change to the instrument. The bedside assistant then used the emergency grip release function. However, the gray slider broke. The surgeon then sealed the tissue within the jaws of the vse. The sealing tones were successful the tissue was able to be transected. The vse instrument was removed and replaced with a backup. No additional bleeding occurred due to the event, and no additional tissue resection or intervention was required. The procedure was completed robotically with no further complications. The patient is recovering well.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11 device evaluation: advanced failure analysis was performed. The bent main tube of the vessel sealer extend (vse) instrument was manually straightened as much as possible during in-house advanced failure analysis. When the instrument was installed on the system, it passed the startup sequence multiple times without any issues. The grips opened and closed without any issues when the instrument was controlled from the surgeon side console.

Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint. Failure analysis did confirm the reported event. The instrument was found to have a bent main tube. The damage is located at the middle of the main tube. This causes the instrument to be difficult to install on the system. Components adjacent to this bent main tube did not show damage. Additionally, the instrument was found to have a missing grip open lever at the proximal end.

Event description:
Refer to h11 for follow-up information.